Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting unknown call service alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/28/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2016 with the following findings: a review of the black box and alarm history showed multiple call service 088 alarms. The pump powered properly with no alarms. The pump was exercised for 24 hours and after 24 hours no call service alarms were received. Unrelated to the original complaint, a crack was found in the battery compartment below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).